Event description:
It was reported during follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient condition after the event was good. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.